Event description:
Tech alleged that when the brakes were engaged, the foot end casters would still swivel.

Manufacturer narrative:
The tech found the casters were worn due to age. He replaced the casters and the brakes functioned properly. The stretcher was found out of service in an emergency room hallway and there were no alleged injuries.